Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 01may2019, a patient (pt) from (B)(6) reported a diagnosis of 3 corneal ulcers in the left eye (os) while using the acuvue® oasys® for astigmatism brand contact lenses (cls). The pt reported discomfort, itching, pain, discharge and redness after 1 week of wearing the os cl in (B)(6) 2018. The pt reported that the symptoms continued after the suspect os cl was removed. The pt was prescribed an antibiotic tid and a lubricating drop for about 7 days. The pt had a follow-up appointment with the eye care provider (ecp) after 1-2 weeks and the ecp reported the os was better, but not to wear cls for a few weeks or longer if possible. The pt reported a replacement schedule of 1-2 months with daily wear. The pt was unsure which cl disinfectant was used at the time of the reported event. On 02may2019, a call was placed to the pt¿s treating ecp office. A representative reported that the pt¿s medical record may only be released to the pt. No additional medical information was provided. On 07may2019, a call was placed to the pt who advised a copy of the medical records will be provided on 10may2019. No additional medical information was provided. On 13may2019, an email was received from the pt with the ecp note: the pt presented with a corneal ulcer due to cls on (B)(6) 2018 and was treated with tobramycin and loteprol eye drops. The pt was seen for follow-up visits on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The corneal ulcer had resolved on (B)(6) 2018. The pt continued to have an intolerance to cls and was advised to discontinue use of cls and to have refractive surgery. The os suspect cl was discarded. The lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.